Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm on (B)(4) 2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for failed back surgery syndrome and spinal pain. It was reported pump failure and delivery failure occurred. The patient experienced pain and was hospitalized. Conflicting explant surgery date (B)(6) 2012 was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.